Event description:
It was reported that every time the battery devices were inserted into the universal battery charger device, it was observed that the fuses blew on the universal battery charger device. During in-house engineering evaluation, it was observed that the device would not power up and the housing was cracked. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not power up and the housing was cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.